Manufacturer narrative:
Report source: quality systems specialist iii. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the ER patient was initiated on ketamine 8.5mg/100ml ns for pain management in the CT room. During the CT scan the tubing leaked at the silicone segment of the tubing and sprayed the window and the floor. The amount of medication given was uncertain as the entire contents of the bag was lost and the pump was immediately turned off. The pharmacist examined the bag and line and noted that the IV line just below the spike where the line was attached to the bag had completely 'burst' and was about 25% attached to the spike and the bag. The patient continued to have escalating pain so a second dose was prepared, however the pain escalated further and additional intervention was required. The customer stated the devices will be investigated by a third party company and will not be returned. There was no lasting harm.